Event description:
It was reported the customer was hospitalized due to low blood glucose. The customer stated, he woke up in a blue complexion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.